Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak. The customer blood glucose level was 381 mg/dl at the time of incident and the current blood glucose level was 299 mg/dl. Customer stated leak may be occurring at the reservoir barrel or in o-rings. Customer stated insulin seen on the reservoir compartment. Customer also stated they experienced hyperglycemia and treated with insulin pump. The device will not be returned for analysis.